Event description:
Report rec'd from the USA stating that the "oil leaked out of the unit and the gauge was reading 40 psi with no pressure on it" during a tympanoplasty mastoidectomy. The rptr stated that a "noise was heard when the pedal was depressed." There was no delay in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and the event could be duplicated. Evidence indicates this was due to normal wear over time. The event was confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).